Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to loss of capture and loss of sensing. The cause of the loss of capture and loss of sensing is unknown. The lead was replaced. No additional adverse patient effects were reported.